Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the jaws were able to open and close, the surgeon was able to press the green button but unable to squeeze the handle, thus the device did not fire. A new handle and reload were opened and used to complete the procedure. The procedure was extended for less than thirty minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.